Event description:
Difficult intravenous line (IV) stick patient - patient with 2 IV sticks (nexiva IV equip) with flashes. Registered nurse (rn) unable to get pig tail line to draw. Labs drawn on 2nd stick ¿ hemolyzed. Delay in care - lab had to come draw. Patient drawn 90 minutes from order. Delay to get labs - awaiting results 2.15 hours later.